Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported while removing an I-stat 6+ cartridge from the analyzer, the customer was bumped by a coworker and was sprayed with blood as the latch opened upon contact. Hospital policy followed for blood exposure.